Event description:
Caller is from inspire medical and wanted to report an issue during inspire procedure. During the implant the inspire device, caller stated physician hit a vein during the implant but they were able to apply pressure and get the bleeding under control. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).